Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain additional information. To date, no additional information has been received. If further details are received at a later date, a supplemental medwatch will be sent: was there any change to the procedure? Was there any patient consequence? Was there any change to post-op care of the patient?

Event description:
It was reported that during a lung resection, when closing the chest, it was found that the end of the device ruptured, and then "the chest was immediately inserted to explore the fragment of the device." After making sure there was no remaining fragments in the body, and after closing the chest, the patient returned safely to the ward. No additional information can be provided. This case is from the health authority.

Manufacturer narrative:
(B)(4). Date sent: 2/28/2022 h2: additional information received: was there any change to the procedure? No was there any patient consequence? No was there any change to post-op care of the patient? No